Event description:
Foley balloon was deflated and foley removed. The lip of the balloon had a ridge around the catheter whether when the balloon was deflated. The foley was difficult to remove and caused discomfort for the pt.